Event description:
A discordant advia centaur xp (B)(6) result was obtained on a pt sample. The result was not reported to the physician. The sample was repeated due to the pt history and the corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant (B)(6) result was due to the malfunction of the luminometer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.